Event description:
A journal article was reviewed that contained information regarding this device. Two days post-implant of an implantable cardioverter defibrillator (ICD), the patient still felt "chest tightness and shortness of breath." The patient also complained about shock the morning of the third day. Interrogation of the device showed five (5) ventricular fibrillation (vf) events, which led to shock therapies. All events were "completed successfully."  Twenty days after the implantation, the patient felt "well." Further follow up did not yet yield any additional relevant information regarding the event. The device appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Follow up with the author requesting additional information was done, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.(B)(4).